Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: review of the black box and pump download revealed frequent low battery warnings and replace battery alarms recorded. The voltage was not low at the time of these events. On investigation, the pump powered on normally. The electrical current draws were evaluated and found to be within specification. The pump was exercised without any low battery or replace battery alarms occurring. The battery compartment was intact and without damage. Investigation did not duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reporter that the low battery, battery life does not correspond to the expected life time. It was also reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.